Event description:
It was reported that the controller was giving off excessive heat and feeling warm to the touch while charging. The patient reports they were giving a bolus at 70% battery life and the controller is not holding a charge as well as battery acid leaking on to the screen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported exposure to thermal energy or battery acid leaking. No lot release records were reviewed, as the product lot number was not provided.